Manufacturer narrative:
Philips service replaced the mains interface unit (miu) certeray and set of fuses and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray generator inaccessible due to defective miu on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.